Manufacturer narrative:
Based on additional information received from customer in reference to initial complaint that was submitted on MFR- 0001038806-2017-00205 that was submitted on may 9th, 2017, now making this event reportable. The device investigation was updated for the received product based on the additional information received from the customer: a certain® universal ratchet extension implant driver (ire100u) was returned for inspection. A visual inspection revealed that there was minimum wear about the driver. The square head was only slightly worn, but functional. There was no signs of the instrument bending during the inspection. The part was compared to the design drawing and was found to conform to specifications where measured. The part was functionally tested and found to engage and disengage with a mating ratchet wrench and with mating sampled implant as normal. Therefore the complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: high torque indicating ratchet wrench inst1116 rev b 04/15. The document reveals instructions for use utilizing a manual driver with a ratchet wrench: ¿to place an internal connection implant, insert the certain® implant ratchet extension driver (ire100u or ire200u) into the square adapter (c11108). Ensure complete engagement in the adapter. Insert the square adapter into the high torque indicating ratchet wrench (h-tirw). A click indicates a secure connection with the high torque indicating ratchet wrench.¿ a definitive cause for the reported event cannot be determined.

Event description:
Ratchet extension did not release from implant.

Manufacturer narrative:
A certain® universal ratchet extension implant driver (ire100u) was returned for inspection. A visual inspection revealed that there was minimum wear about the driver. The square head was only slightly worn, but functional. There was no signs of the instrument bending during the inspection. The part was compared to the design drawing and was found to conform to specifications where measured. The part was functionally tested and found to engage and disengage with a mating ratchet wrench as normal. Therefore the complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: high torque indicating ratchet wrench inst1116 rev b 04/15. The document reveals instructions for use utilizing a manual driver with a ratchet wrench: ¿to place an internal connection implant, insert the certain® implant ratchet extension driver (ire100u or ire200u) into the square adapter (c11108). Ensure complete engagement in the adapter. Insert the square adapter into the high torque indicating ratchet wrench (h-tirw). A click indicates a secure connection with the high torque indicating ratchet wrench.¿ a definitive root cause for the reported event cannot be determined.(B)(4). Due to the correction to the complaint details, it is confirm that this event that was reported on MFR-0001038806-2017-00205 that was submitted on may 9th, 2017 was reported in error.

Event description:
The doctor reported that the ratchet extension (ire100u) didn´t release from a ratchet wrench and looks like as if it was bent. The doctor was able to complete session with an alternate tool.

Manufacturer narrative:
Device lot # unknown/not provided.

Event description:
The doctor reported that the ratchet extension (B)(4) didn´t release and looks like as if it was bent. The doctor was able to complete session with an alternate tool.